Event description:
Reporter alleged obtaining the results of 400-499 mg/dl and 80-89 mg/dl back to back within 10 minutes on the aviva system on a regular basis. Reporter stated that he is vomiting a lot. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
Absent the lot number, manufacture date cannot be determined.